Manufacturer narrative:
Other relevant device(s) are: product ID: 39565-65, serial/lot #: (B)(4), ubd: 20-jan-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator for non-malignant pain and complex regional pain syndrome type 1. It was reported that the patient had a lead revision because there was something wrong with the lead. That lead was replaced during the surgery. No further complications were reported.

Manufacturer narrative:
Product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2018. Product type lead. Coding was updated to address the following: review of this MDR and/or additional information received shows that there was no information to reasonably suggest that the device in this report may have cause or contributed to a death or serious injury or that the device in this rport has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative on 2019-jan-04. It was reported that the manufacturer representative was informed of the patient getting a lead change because they wanted an MRI compatible system when they went to a case on (B)(6) 2018. The patient was also not getting enough coverage in their arms. The patient was under the impression that the system would be MRI compatible if they got the lead replaced. It was noted that the manufacturer representative had been told on the day of the case that there may have been lead migration resulting in poor coverage. The explanted lead was discarded by the facility. No further complications were reported.